Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump stopped delivery to basal rate and the insulin pump had locked up and became responsive twice, took out battery, rewind and restarted. This was happened twice. The customer¿s blood glucose level was 215 mg/dl. The insulin pump will not be returned for analysis.